Manufacturer narrative:
The device was received not deployed. All three batteries of the device were measured to be low. The device was connected and powered by the source meter to be downloaded. Initially the device was unable to connect to the master pdm. Inspection of the device found the top battery spring to be misaligned, which caused the device to be unable to download. The top battery spring was manipulated into place and a second attempt to download was successful. The download data indicates that the pod completed its first priming sequence and then it was subsequently deactivated by the user. Data shows that the device was in pod state 14, indicating that pod activation was not completed within the allotted period of time. The shelf mode was measured, and it was found to be out of specification. Pcb assembly was inspected and capacitor c7 was found damaged due to the top battery spring being in contact with it. The incorrectly installed top battery spring caused all three batteries to discharge and for the device to have high shelf mode; however, it was not the cause of the reported event as the device was deactivated by the user during it's run. No abnormalities were seen in pod data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.